Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen displayed pixelated lines and did not show usable information after having functioned normally the night before, and the device did not respond to a restart attempt while on the charger; blood glucose levels were reported as unaffected, and the user transitioned to backup therapy. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and use of alternative therapy. Investigation included customer service troubleshooting and retrieval of the device for evaluation. Investigation of the returned device revealed a display malfunction consistent with a screen failure, with no associated alarms or alerts and no evidence of user error or external damage reported. It was concluded, based on previously established findings for similar reports, that the cause was an electronic display failure of undetermined origin.